Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures shows that the cone of the male luer connector (mll) of the return line is cracked. The reported condition was verified. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment, the venous luer lock connector of the prismaflex m150 set ckt was damaged. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.